Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported pericardial effusion appears to be due to procedural condition. Pericardial effusion is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical interventions, hospitalization, and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: during the open-heart surgery, a left ventricular assist device (lvad) was placed, the patient was placed on ventilation, was transferred and admitted to the intensive care unit (ICU). On (B)(6) 2024, while the patient was in the intensive care unit (ICU), the patient died due to sepsis. In the physician's opinion, the patient's pre-existing heart failure contributed to the patient's death, the pneumonia caused sepsis, and the steerable guide catheter did not cause or contribute to sepsis.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted, but a pericardial effusion was observed. To treat the pericardial effusion, a pericardiocentesis was performed. However, the pericardiocentesis did not work. Resuscitation was performed and the patient was transferred to open heart surgery.